Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation concluded that a cause for the reported tip detachment could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device. The other supera device is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure of the right superficial femoral artery (sfa) with a tight bifurcation at the aorta after pre-dilatation for 2 minutes to 6 mm, the supera stent delivery system was advanced but met resistance with the non-abbott guide wire and could not be advanced. Both devices were removed from the anatomy as a system without reported issue. A second supera sds was unpackaged and flushed, however, prior to use in the anatomy the tip became detached. There was no patient involvement. A third supera stent was successfully used and deployed in the lesion without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.